Event description:
A pump malfunction was reported by the caller, but no significant events occurred before the malfunction. There was no reported adverse impact on the customer's blood glucose level. The issue, identified as malf 15, was reset by the customer before contacting support, and it did not recur after resetting the pump. Technical support advised the customer to continue using the pump and to contact them if the malfunction code appeared again.